Event description:
On 14th november 2023, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a rayone emv toric rao210t iol. The event description provided states that approximately 7 months after iol implantation, the patient presented with opacification of the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that approximately 7 months post iol implantation, the patient presented with opacification of the iol. Earlier in the post-operative period, the patient presented with a myopic outcome and subsequently underwent a yag procedure. The yag procedure was performed; however, was visual acuity remained unchanged. The patient then underwent implantation of a supplementary sulcoflex lens and post-operatively presented with toxic anterior segment syndrome which was treated with steroids. This was successfully and fully resolved; however, is suspected by the healthcare professional to be the cause of the onset of iol opacification. The rayone emv toric rao210t iol remains implanted. The level of opacification is being monitored by the healthcare facility. The rayner hydrophilic acrylic intraocular lens use risk analysis identifes the following aspossible causes of "opacification of iol" and/or "material opacification"; perceived translucent sheen on opacifical surface of lens, use of alteplase (r-tpa), use of intraocular gases during vr surgery), combined cataract + vitrectomy - currently idiopathic opacification, exposure to silicone oil, incompatibility with other medical technologies (e.g., ovd, vr surgery materials, MRI, x-ray, corneal surgery). Rayner is continuing to follow up with the healthcare facility to obtain additional information to facilitate further investigation of the reported event. "Precipitates" is listed in the "adverse events" section of the rayone hydrophilic preloaded iol IFU. There is insufficient information and evidence available to determine the root cause of the event in this case.